Event description:
The patient stated that they noticed that after bumping into something the pod was not giving insulin as normal which resulted in high blood glucose levels over 20mmol/l while wearing the pod on their arm between 36 and 48 hours. The device evaluation found a tear in the cannula.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # (B)(4).